Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the fourth firing during gastric tube reconstruction and gastric tube creation after esophagectomy, the firing stopped halfway. The staple pusher could not be found from about 48 mm around when the product was checked visually. The procedure was completed with another handle, shell, adapter and reload. There was no patient injury.